Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was completed. The damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's left ventricular lead had loss of capture and was sensing the wrong chamber. Chest x-rays confirmed that the lead had dislodged to the right atrium. The lead was explanted without issue. The patient was stable throughout.